Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was evaluated by zoll services at the customer site. The customer reported complaint of the thermogard displayed tcmid:05 (coolant diff failure) error message was not confirmed during the initial functional testing as the error was not replicated however was confirmed during the archive review data. There were no device deficiencies found during evaluation of the returned console that could have caused or contributed to the reported complaint. As a precautionary measure, the temperature sensor was replaced. Visual inspection was performed and noted no damage upon review. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message on the customer reported event date. Following the repair, the thermogard was tested and passed all the testing criteria and functioned as intended.

Event description:
As reported, the thermogard console (sn (B)(4)) was used for the patient's ivtm treatment. The patient was rewarmed for 1.5 hours when the console displayed tcmid:05 (coolant diif failure) error message. The user attempted to clear the issue by restarting the console; however, was unsuccessful. Another system was used to continue the treatment. No known impact or patient consequence was reported.